Manufacturer narrative:
(B)(4). Approximate age of device- 8 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that the patient presented to the emergency department for evaluation due to having positive cultures from a previous admissions. The patient was started on tobramycin/ceftazidime for a day then changed to meropenem for 11 days until (B)(6) 2017 due to patient being resistant to the infection. It was confirmed site of infection to be the driveline and their blood tested positive for pseudomonas. No additional information provided.

Manufacturer narrative:
A specific cause of the reported infection could not be determined through this investigation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.